Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with connected device(s). The bme rebooted the cns, checked the switch, and stated that there are no link lights showing network traffic at the switch or the back of the cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with connected device(s). The bme rebooted the cns, checked the switch, and stated that there are no link lights showing network traffic at the switch or the back of the cns. No patient harm was reported.